Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen, made it harder to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had cracked near battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads and minor scratches on lcd display window noted. Device passed displacement test and self test. No missing segments noted. The test reservoir p-cap was able to lock in place.